Event description:
Reportedly, intermittent noise sensing was observed during follow up of the subject ICD system. The sensitivity was reprogrammed from 1.6 mv to 1.8 mv, which resulted in absence of further noise detection. Refer also to MDR (1000165971-2012-00235) of the associated ICD (paradym vr, sn (B)(4)).

Manufacturer narrative:
(B)(6) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.